Event description:
The patient received multiple inappropriate hv therapy. A review of the egms confirmed lead damaged. Defib portion of the lead remains active. The lead was capped.

Manufacturer narrative:
No medwatch form was received.